Manufacturer narrative:
Overall investigation summary: investigation has been done at boon site. Issue reported: the facility is experiencing contrast "was out"during mra procedures. The contrast is mixing with the saline prior to the injection. Boon has received 4 complaints for tubing- check valve issues since (B)(6) 2019 accounting for (B)(4) of the total customer complaints. Root / probable cause code. Root / probable cause summary: there is no root cause, the product is working according to boon specifications and customer specifications. This is not a quality issue. Disposition summary: we suggest that the customer changes the y-tubing to contain 2 check valves as opposed to only one. No action plan will be taken.

Event description:
The incidents were reported by a facility in (B)(4) on (B)(6) 2020. Reporter states that this site recently switched from mr dual syringe pack # 801800 to 801800b and they are now experiencing wash out after all their mra exams. The site believes with the new syringe pack that somehow the contrast and saline are mixing prior to the injection. They believe with the higher flow rates the contrast is being pushed into the saline syringe causing diluted contrast imaging. This has occurred in approx 8 exams. The patients are connected when the issues occur.